Event description:
It was reported that the patient underwent a catheter revision on (B)(6) 2012. The new catheter length was accounted for and primed correctly following the revision; however, the patient's dose was not reduced and resulted in overdose the following day. The patient was admitted to the intensive care unit (ICU) and treated. The dose was reduced to the lowest possible. It was noted that prior to revision the catheter was delivering drug epidurally. Following revision, the catheter and drug delivered intrathecally but the daily dose was not reduced at the time of revision. Patient symptoms were reported as drowsiness. The location of the issue was reported as the catheter track. The patient's outcome was reported as alive with injury. The patient was treated for overdose and was stable. The medication used in the pump was dilaudid 15mg/ml.

Manufacturer narrative:
Product ID neu_unknown_cath, product type catheter, product ID 8840, serial# uknown, product type programmer, physician product ID 8709, serial # (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).